Manufacturer narrative:
Please note: the catalog and lot number/(s) for the actual product/(s) used in the procedure are unknown. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the same coil was used/implanted during the case. Additional information wil be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure, the physician noted that instead of seeking the perimeter of the aneurysms, the unknown galaxy coil compartmentalized, not allowing for concentric filling. However, there was no patient injury, and the procedure was completely utilized other coils. Additionally, the aneurysm was unsatisfactory obliterated, but no procedures were schedule to completely occlude the aneurysm. The coil was not entangled with previously placed coils, and no further information was available.

Manufacturer narrative:
During the coil embolization procedure, the physician noted that instead of seeking the perimeter of the aneurysms, the unknown galaxy coil compartmentalized, not allowing for concentric filling. However, there was no patient injury, and the procedure was completely utilizing the same coil and other coils. Additionally, the aneurysm was unsatisfactory obliterated, but no procedures were schedule to completely occlude the aneurysm. The coil was not entangled with previously placed coils, and no further information was available. Procedural films are not available. Without procedural films or information pertaining to the aneurysm size and characteristics or coil size, no conclusion can be made regarding the report that the coil performance. The coil remains implanted and the device history record review cannot be completed since the lot number is not available. Therefore, no corrective actions will be taken at this time.